Event description:
It was reported the customer was hospitalized for low blood glucose. Customer's spouse stated the customer was receiving too much insulin. Customer's spouse stated the device was working fine. Customer was running around doing her daily activity with her friends. Customer did not eat or drink anything so sugars lowered. Customer came home and passed out. Customer ended up in a diabetic coma. Emergency medical service instructed him to disconnect the device from the customer. Checked blood glucose and it was 30 mg/dl. Customer was taken to the hospital. Customer's spouse was instructed to connect the device again and in the morning blood glucose was 50 mg/dl. Customer's spouse needed assistance with dropping her basal rates from 5 units to 2 units. Customer's spouse stated the customer is still in the hospital and will monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.